Manufacturer narrative:
The returned device analysis confirmed the reported difficult gripper actuation as one of the gripper arms was initially unable to lower as the gripper cover was caught in the harness. After the lock lever was advanced to lock the clip, the harness released the gripper cover and the gripper arm could then be lowered. The observed problem was due to the gripper cover getting caught in the harness. The clip cover was observed to be torn. A cause for the observed torn clip cover could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. A cause for the observed torn clip cover could not be determined. Based on the information reviewed, a potential product issue was identified due to the observed gripper cover getting caught in the harness resulting in the single gripper actuation issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. However, the anterior gripper failed to come down. Therefore, it was decided not to use the cds. The clip was removed from the steerable guide catheter (sgc) and tested on the back table where it also failed in the same manner. A new cds was used to complete the procedure successfully, reducing mr to 1+. No additional information was provided.